Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds and impedance had increased on the right ventricular lead. Both measurements were noted to be high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.